Event description:
In 2004, (exact date unknown) patient underwent left knee replacement at another facility by surgeon not affiliated with reporting facility. Patient went on to develop constant pain and pressure in her left knee at some point after surgery. Outpatient x-ray of left knee was performed at surgeon's office prior to admission to reporting facility and led surgeon to diagnose patient with failed left total knee arthroplasty. In 2005 she underwent revision total knee arthroplasty of the left knee at reporting facility. During surgery there was a slight detachment of the tibial tubercle from the patellar tendon. It was not felt to be significant. Intraoperative cultures were negative. During surgery the femoral and tibial components were both found to be grossly loose. Even the lightest of touch caused movement. The old knee components were removed and replaced with new components. Patient tolerated the surgery without complication. She was dismissed home to be followed by home health.